Event description:
Prior to a novasure endometrial ablation on (B)(6) 2012, the physician performed a "pre-ablation hysteroscopy and confirmed a normal uterine cavity. A sharp curettage was then completed". The procedure was uneventful. A laparoscopic tubal ligation procedure was then performed. "During the inspection of the pelvis, there were two circumferential blanched areas with central charring noted on the posterior fundus. While inspecting the right fundal area of blanching with a blunt probe, a perforation was noted. There was oozing from the right blanched area which was cauterized to achieve homeostasis. The entire bowel was closely inspected and no thermal injuries were identified". On (B)(6) 2012, it was reported the pt is "doing well".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Radio frequency controller. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).